Event description:
The hcp reported the device system was explanted and returned to the manufacturer for analysis due to an infection. Cultures were taken, but no results reported. A follow up report will be sent when additional information is received.